Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unk. Event description: "[surgeon] was in a case and had an incident with 2 ports. The plastic let go of the ring. The surgeon opened a third one and it did not tear." Type of intervention: "the surgeon opened a third one and it did not tear." Patient status: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.